Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine battery replacement procedure for a deep brain stimulation system, a short circuit was detected between contact 8/10 bipolar pair with an impedance of 72 ohms. The source of the short circuit was determined to be the extension. The surgeon examined the extension, wiped it, and replugged it, but the short circuit remained. The implanted extension was plugged into the top port, and the short followed. No surgical intervention occurred or was planned. The patient's therapy remained intact. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the rep. The cause of the short remains unknown. Actions/interventions included cleaning the extension and then reinserting it. It is unknown if these actions resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.